Event description:
During service and repair pre-testing, it was observed that the motor device had "high temperature". The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and confirmed the report of high temperature. This was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.